Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with test strip. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
It was initially reported through clinic notes that the patient's vns is "sticking out" which requires the patient to wear a sports bra to stabilize it. Patient's grandmother stated that the patient has lost (B)(6) due to which her skin is pulling so thinly that the generator is surfacing causing her pain. Pt was referred to a plastic surgeon to help her with the issue. The plastic surgeon indicated that the vns generator is in the breast tissue and needs to be moved before he can do anything. He believed that once the vns is moved, it will stop the pain. No add'l info is received. Good faith attempts to obtain add'l info has been unsuccessful till date.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.